Event description:
One of my teeth cracked and was permanently damaged as a result of wearing (B)(6) product. I've consulted with my dentist and a local orthodontist and both agree that because of this product, my tooth had to be repaired. Had I not consulted with them I could have continued having serious problems. FDA safety report ID# (B)(4).